Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when she attempted to bolus. The cartridge was jammed. Insulin did not exit with the plunger push. Insulin did not exit and there was a greater than normal resistance with the plunger push. The alarm was caused by an infusion set and reservoir connection. The reservoir was occluded. Customer's blood glucose level was 346 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.